Event description:
It was reported that the 8800 system had a ma error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and monoblock were replaced during the service call.